Event description:
It was reported that this implantable pulse generator (pacemaker) has switched into safety mode, a device status that permanently limits available therapy to specific settings. Technical services recommended to replaced this device as soon as possible, as patient's therapy cannot be guaranteed. However, replacement is pending to be decided as the patient is very elder. This pacemaker remains in service and no adverse patient effects were reported.